Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and it failed the initialization test when placed on an in-house system. There was no blade exposure to be observed during visual inspection. A review of system logs confirmed homing failures on universal surgical manipulator (usm) of patient side cart (psc). Additional observation(s): the instrument was found to have a dislodged grip ring. The instrument was visually inspected and manipulated. The grips would not fully close and the grip open lever was not functional. The grip ring moved freely up and down grip at the grip drive adapter. The probable root cause of the instrument's jaws failed to open/close was a result of a dislodged grip ring.

Event description:
It was reported that during a da vinci assisted pancreatoduodenectomy surgical procedure, the vessel sealer extend (vse) instrument was unable to be recognized on universal surgical manipulator (usm) 4. The instrument was initially recognized. An intuitive surgical inc., (isi) technical support engineer (tse) was unable to see live logs but advised customer to check the tip for blade exposure. Customer found that tip might be exposed. Therefore, tse suggested to replace the instrument. The procedure was completed with no reported injury.